Event description:
Boston scientific received information that the patient with this implantable cardioverter defibrillator (ICD) was checked for the first time and displayed shock impedance measurements of 89 ohms, which is within normal limits. Technical services (ts) discussed the measurements and it was noted the shock impedance measurements have been as high as 90 ohms but not higher. There was no noise present on the shock channel and the right ventricular (rv) pacing impedances, sensing and threshold measurements are normal. Ts recommended to monitor routinely and indicated the implanted rv lead typically exhibit higher shock impedance measurements. No adverse patient effects were reported.

Manufacturer narrative:
Our records indicate this device remains implanted. If additional information is received, this report will be updated.